Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device was overheating. The procedure was continued with a second motor device. The user stated that the second motor device was very stiff and struggled while trying to get the cap off at the end wire. There was a two minute delay to the planned surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The patient was doing fine after the procedure. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the connector sleeve was loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: correction: the date of manufacture was inadvertently documented as jun 06, 2010 on the initial report in error. It has been updated to june 10, 2010 to reflect the correct information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.